Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the groove rollers and the tractor drive rotor need to be replaced. There was no patient involved. Additional information was received, it was reported that grooved rollers were still functional despite being worn.

Manufacturer narrative:
A medtronic representative went to the site to service the system. Replaced loud tractor drive and 8 bad v rollers. System is in normal working condition and much quieter. The groove rollers were returned for analysis. Confirm reported complaint, "the groove rollers and the tractor drive rotor need to be replaced." Visual inspection shows the returned groove roller bearings are worn and in used condition. Due to wear they do not spin smoothly causing excess friction. Worn groove rollers. The tractor drive was returned for analysis. Confirm reported complaint, "replaced loud tractor drive." Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. The belt is louder than normal when drive assembly is rotating due to the belt being worn. This regulatory report is being submitted due to retrospective review through CAPA 626390. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000105, serial/lot #: (B)(6) rev. 1, product ID: bi71000192, serial/lot #: (B)(6) rev. 8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.